Manufacturer narrative:
Additional information is being requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, noise and oversensing. There were inappropriate atrial tachy response (atr) episodes observed. Additional information states isometrics testing was performed, which did not re-produce noise, or high impedance measurements. The cause for the clinical observations is unknown at this time. The lead remains in service. No adverse patient effects were reported.